Event description:
Constellation lxt s/n (B)(4) stopped vacuuming during case. New hand piece connected, equipment did not work. All tubing and cartridge changed and still did not work. Machine taken out of service and tagged. Supervisor notified. New machine connected and worked properly. No injury noted to pt.